Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial under sensed beats during atrial arrhythmia on the right atrial (ra) lead. It was noted that there were small p-waves and that the atrial sensitivity was already programmed to the most sensitive setting. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.